Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused methotrexate too quickly (over infusion). The intravenous (IV) baxter pump ran dry during methotrexate infusion, causing an interruption in the infusion during patient infusion at intensive care unit department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.